Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported by the customer that when drawing up vaccines, needle safety came completely off of needle instead of engaging. Complaint via email. Injuries or adverse event: no item: 305761 quantities affected:3 each serial/lot number: (B)(6) po: (B)(4) are any samples available for return? Yes, reported issue: when drawing up vacccines, needle safety came completely off of needle instead of engaging.